Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reproted that the patient experienced muscle stimulation and presented in clinic in backup vvi. Further troubleshooting could not be performed. The pulse generator was explanted and replaced.